Manufacturer narrative:
Analysis determined that the lead ((B)(4)) conductors were broken in the body of the lead; consistent with overstress damage. It was also determined that the proximal end of the connector was not completely seated in the implantable neurostimulator (ins) connector port. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported there were high impedances on electrodes 3 and 7 which prohibited programming to cover the pain pattern. This lead was replaced. The other existing lead that remained in the patient was moved to a peripheral location rather than epidural to better cover a very specific pain area. Reprogramming was done and the issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturing representative indicated that the lead was returned for analysis. Lead breakage and high impedances were mentioned. The patient has recovered from the lead replacement without sequela. No further complications were reported.